Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting elevated pacing threshold measurements. The conditioned worsened and the rv lead was explanted. A new rv lead was successfully implanted. To date, there have been no adverse pt effects reported. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.